Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's left ventricular lead impedance had been fluctuating to high measurements. It was not possible to reproduce the episodes with device manipulation. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the lead was fractured. The lead was removed and replaced.

Event description:
It was reported that the patient's left ventricular lead impedance had been fluctuating to high measurements. It was not possible to reproduce the episodes with device manipulation. The lead remains in use. No patient complications have been reported as a result of this event.